Event description:
It was reported that during un-packaging of the powerturn guide wire, it was observed that 1 cm of the tip was separated. The device was not used. A new powerturn guide wire was used to complete the procedure. There was no resistance noted during removal from the packaging. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.